Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the touch screen was unresponsive. Tandem technical support guided customer through a pump reset to resolve the issue. Customer's blood glucose was 243 mg/dl.